Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest, and all injuries associated therewith, then subsequently expired. These allegations are alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of additional information.